Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd prizm pump was alarming that the "cassette was damaged" and the end user felt this could cause a free flow event. No adverse patient effects were reported. No additional information is available

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd prizm pump was alarming that the "cassette was damaged" and the end user felt this could cause a free flow event. No adverse patient effects were reported. No additional information is available

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, and a root cause could not be determined since no product sample was received for evaluation. The pump operators manual does indicate that the pump will alarm no disposable, cassette damaged if a cassette is damaged, if the wrong type of cassette is used and/or the cassette is improperly connected to the pump. If the product is returned, the manufacturer will reopen this complaint for further investigation. Note: the manufacturer no longer performs repairs on the reported medical device. D4 UDI is unknown.